Event description:
The hospital reported that during an endoscopic vein harvesting procedure, co2 would not flow through the btt short port on the vasoview hemopro 2. An accessory kit was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. (B)(4).